Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The field service representative (fsr) inspected the instrument and performed several troubleshooting procedures including replacement of two manifold valves and the sample, r1 and r2 probes which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the manifold valve and the probe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(4) or the parts was identified.

Event description:
The customer stated that a false positive architect stat high sensitive troponin-I result was generated for a female patient. Sid (B)(6). (B)(6) 2022. Initial result 30 mg/l (positive). Repeat on same sample < 2 mg/l (negative). Repeat on second sample < 2 mg/l (negative). The customer cutoff for female patients: > 17 mg/l is a positive result. The initial result of 30 mg/l was reported out of the laboratory. The customer follows chest pain guidelines and does a repeat sample and repeat ECG 1 hour later. If the result is < 5 mg/l, then the patient can be discharged. There was no patient injury reported.